Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported event. A visual inspection was performed with no issues noted. The device also passed leak testing, clear passage testing, and function testing with no issues noted. The evaluation was unable to confirm the reported problem of a leak. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a leak from the spike of their capd disconnect y-set during use. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.